Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR's number is corrected.

Event description:
Consumer complaint of low blood glucose results. Per the caller, results in memory 74 mg/dl 5/22, 53 mg/dl 5/21, 79mg/dl and 109 mg/dl, caller states his glucose is normally 115mg/dl. No adverse event reported.